Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to confirm the issue and advised the customer to replace the dosing and safety valve. Root cause of failure was determined due to leaking o2 dosing proportional valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files were provided and it revealed that the o2 dosing valve is defective and needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 had an alarm 379 - "no o2 dosing possible". Furthermore, there was no information for patient associated with the reported event.